Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed positioning - anatomy could not be replicated in a testing environment as it is related to patient conditions. The reported unintended movement, was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning associated with the clip interacting with the anatomy (chordae) appears to be due to patient conditions and due to presence of chordae and large leaflet prolapse. The reported unintended movement associated with clip rotating during leaflet grasping is related to procedural conditions associated with the clip interacting with the chordae (difficult or delayed positioning) and possible tension. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. There was a huge prolapse that the physician was trying to capture. The clip was advanced to the mitral valve and after the clip was confirmed to be perpendicular to the line of coaptation, the clip would rotate while trying to grasp the leaflets. The physician believed this might have been tension building up. It was noted that the clip interacted with the chordae but was able to be freed. The clip was removed and replaced. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.